Manufacturer narrative:
The device referenced in this report was returned to shockwave medical, inc.for investigation. Only the proximal hypotube and rx port sections of the catheter were returned. The distal end of the catheter was missing, which includes the outer shaft and inner member, balloon, distal tip, wires, and emitters/marker bands. The reported failure was confirmed but the cause of the break in the shaft and balloon separation could not be definitively determined. The likely cause of the failure can be attributed to the resistance encountered while trying to advance the balloon to the target lesion. The manipulations may have weakened the bond between the shaft and balloon thus causing a complete separation. Shockwave medical has controls in place to ensure devices are built to approved procedures and meet lot release acceptance criteria prior to being distributed.

Event description:
It was reported that a shockwave c2 coronary intravascular lithotripsy (ivl) catheter was used to treat a nodular de novo lesion located in the left anterior descending (lad) artery. Resistance was encountered while advancing the catheter into the lesion. After the balloon delivered 20 pulses, the catheter shaft broke proximal to the balloon, and it was a complete separation. The distal portion was sent down the lad. The physician snared the balloon and was able to completely retrieve the fragment from the patient's body. The intended procedure was completed with a scoring balloon and stent implantation. There were no patient clinical sequelae reported. Reportedly, the physician felt like the lesion was very tight and it snapped when pushing the balloon forward.